Event description:
It was reported to philips that the system was shutting down. Upon rebooting, the system took an extended time to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported complaint. A philips field service engineer (fse) examined the system on-site and confirmed the reported issue. During initial troubleshooting, the fse reviewed the system logs and noted missing log data corresponding to the time when the system could not be powered on. Further analysis included inspection of system connections, during which a loose cable was identified and reseated. The fse also identified random dc source errors associated with the m cabinet. Based on the customer¿s report, it was confirmed that the equipment had been operated for approximately one week with the air conditioners turned off in both the examination room and the equipment room. The customer confirmed that the air conditioning issue was subsequently corrected. Later, the issue was reoccurred and the issue was resolved by replacing the power supply in pr (B)(4). Following these actions, the system was restored to service and is operating in good working order. The codes were updated based on investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.